Event description:
It was reported that the circuit board in the foot end of the bed located under the foot board has shorted out 3 times due to moisture running down the cable that attaches the footboard plug to the circuit board.